Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. The evaluation of the provided logs shows that the internal leakage test and the pressure transducer test failed during the pre-use check. According to our field service engineer (fse), the hospital reported that there was gas leakage from the outlet of the ventilator and that the fault could be traced to the nozzle unit of one of the gas modules. Fse replaced the nozzle unit and sent it for further investigation. The visual inspection of the returned nozzle unit reveals a broken feather spring. The cause of the reported failure was due to the broken feather spring in the nozzle unit causing a leak in the ventilator system the nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. If the feather spring is broken, gas will leak into the patient circuit causing failures in the pre-use check and during ventilation a high-pressure alarm will be generated if user set limit is exceeded. The nozzle unit has a predetermined lifetime and is replaced at preventive maintenance that must be performed every 5000 hours of operation or at least once a year.

Event description:
Manufacturers ref: # (B)(4).